Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it providing a system fault alarm and continually cycling power was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the ift.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device gave a system fault error and entered into a continual power cycle loop on power up. The device also continuously alarmed. In this state, the device would be inoperative. There was no patient involvement associated with the reported event.